Event description:
Voluntary medwatch received states that the atrial events observed to fall within the device blanking period which led to atrial tachycardia and atrial fibrillation classified termination episodes and inappropriate atrial pacing. No intervention was performed. Patient status was not reported.